Event description:
It was reported that the rv lead was explanted due to loss of capture, high impedance of greater than 3000 ohms, oversensing, and an apparent lead fracture. Additionally, a lawsuit alleged the patient had two fractured leads, one of which gave her 11 inappropriate therapies. Both leads were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed.